Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle appeared to be a cleaning agent residue or chemical substances such as adhesives used during medical procedures but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that could contribute the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of user handling/insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation results. During device evaluation at olympus, it was found the customer complaint of an image problem was confirmed. Evaluation found echo signals were missing, the bending section cover adhesive was discolored, the light guide lens was chipped, the bending angulation was out of specification, the charged coupled device lens was peeled off, the ultrasonic transducer was damaged, this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had an image problem. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the angle wires were stretched, the bending section cover adhesive had a gap, the objective lens was chipped, the objective zoom lens was detached, and there were missing echo signals due to piezoelectric elements damaged in the ultrasound probe. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. See b5. If additional information becomes available at a later date, this report will be supplemented.

Event description:
Additional information received from the customer reported the issue occurred during a therapeutic ee puncture procedure. The procedure was completed with the device.